Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port instrument sheath involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the sp instrument sheath was found to be unsealed along the bottom. The procedure was reportedly still able to be completed. No known impact or patient consequence was reported.